Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 414 mg/dl, and 136 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.